Event description:
A report was received that the patient will undergo battery replacement due to difficulty charging the ipg.

Event description:
A report was received that the patient will undergo battery replacement due to difficulty charging the ipg.

Manufacturer narrative:
Additional information was received that the patient will not have a revision since she was able to charge the ipg.